Event description:
While using the iridex laser, the surgeon said "open a new probe" about 23 g straight iridex laser probe, this was after 100 spots had been used. The rn inquired as to what the problem was and the md stated that "it was not wrong", no treatment effect. Another probe was opened and after 275 add'l spots the physician requested a different type of probe, synergetics extendable directional probe, this worked.